Event description:
It has been reported to philips that the system did not start up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was outside clinical use. The philips field service engineer (fse) inspected the system on site. Troubleshooting found no ac input from the m-cabinet input breaker. The fse then checked the un-interruptible power source (ups) breaker and found a cable had short circuited and the hospital breaker had been switched off. The cable was fixed, and the breaker was switched on. The reported problem was determined to be due to the hospital breaker being cut off. The fse then checked the ac input and output of the main cabinet and the electrical of the hospital and at the breaker with no further issues. After these repairs, fse returned the system to use in good working order. The codes were updated based on the investigation outcome.